Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had micro-dislodgement. Further, sensing was then noted to have dropped, high pacing thresholds and no capture were noted. This rv lead was then repositioned and satisfactory measurements were achieved. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had micro-dislodgement. Further, sensing was then noted to have dropped, high pacing thresholds and no capture were noted. This rv lead was then repositioned and satisfactory measurements were achieved. No additional adverse patient effects were reported. Supplemental report is being filed to correct the event date. In addition, additional information indicated that the micro-dislodgement was presumed due to leads measurements and there was no macro-dislodgement noted via fluoroscopy. No additional adverse patient effects were reported.